Event description:
In review of published literature, these findings were noted: on (B)(6) 2013, the patient was implanted with a gore® viabahn® endoprosthesis for treatment of a hepatic arterial hemorrhage after liver transplantation surgery. An acute graft occlusion was reportedly revealed by 1-day follow-up CT. It was stated the patient developed the right lobe infarction induced by this acute occlusion then died 4 days after the procedure as a result of disseminated intravascular coagulation (dic) and multiorgan failure.

Manufacturer narrative:
Report source:updated. Add UDI information. (B)(4).

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible. Literature citation: lim s, park k, hyun d, et al. Stent graft placement for postsurgical hemorrhage from the hepatic artery: clinical outcome and CT findings. J vasc interv radiol 2014; 25:1539¿1548.